Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's spouse that the patient was experiencing involuntary muscle spasms, pain, discomfort and went to the emergency department where the patient was later admitted to the hospital. It was further reported that the right atrial lead had dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.